Event description:
Sorin group received a report that the centrifugal pump lost power during a procedure. The clinician power cycled the pump but this did not resolve the issue. Hand-cranking was initiated to maintain blood flow. Functionality was restored by opening the base of the unit. Once functionality was restored, the case was completed without further issue. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin centrifugal pump (cp5). The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the centrifugal pump lost power during a procedure. The clinician power cycled the pump but this did not resolve the issue. Hand-cranking was initiated to maintain blood flow. Functionality was restored by opening the base of the unit. Once functionality was restored, the case was completed without further issues. There was no report of pt injury. A sorin group field service representative was dispatched to the facility to investigate. While at the facility, the service representative tested the system and did not find any problems but the system was replaced as a precaution. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.